Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report an intemittent out of range signal that occurred on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported.